Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was found to be overheating. There were no reported adverse effects.

Manufacturer narrative:
Evaluation: one warmer was received for investigation in poor condition as it was noted the device had an old style pcb (primary circuit board), cracked tank cover, and a faded enclosure. To test the device, the warmer was filled with water, fitted with a temp check, and powered on with an attached line cord. Testing determined that the pcb that wouldn't allow the setting of the over temp to properly function. Therefore, the complaint allegation was confirmed. The problem source for the event was noted to be due to normal wear and tear.